Event description:
A caller reported receiving a minimum fill notification and was attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. The caller reverted to an alternative method of insulin therapy.